Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot. The pump was received with blank display due to moisture damage at electronic assembly. The pump was unable to perform operating currents, self-test, error test, rewind test, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The pump was received with minor scratched lcd window, cracked battery tube threads, cracked case at the display window corners and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of low readings and blank display from the insulin pump. The customer's blood glucose level was 68 mg/dl. The customer declined to troubleshoot for low readings. The customer stated that she was unable to remove the battery cap on her pump. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The insulin pump will be returned for analysis.